Event description:
The reporter indicated that on (B)(6) 2023, a 13.2mm, vicmo13.2, -11.00 diopter, implantable collamer lens tore/broke, during injection/delivery into the eye left eye (os). The lens was implanted and removed intraoperatively. There was no patient injury on (B)(6) 2023. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Type of investigation- lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).